Manufacturer narrative:
The reported event could be confirmed, since x-rays were provided by the reporter of the event that confirm the alleged failure mode the review of the provided x-rays revealed the following: the x-ray provided by the reporter indicates that the screw securing the ulnar cap is not fully inserted. The cap tab, which overlaps the ulnar cap screw, remains in its original position and is not engaged to prevent backout of the screw. The investigation was unbale to determine the root cause. Without additional information, such as pre-operative x-rays or a surgical report, it is not possible to definitively establish when and how the screw backout occurred. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(6) (welbow clinical study) during the consultation at 2 years post-operative, it has been noted a screw migration in the operated elbow and confirmed on x-ray. According to the surgeon, this event has a causal relationship to the implant, and not related to the surgery. The outcome is still ongoing. A closer monitoring with a review in 6 months will be performed to determine the actions to be taken.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) (welbow clinical study). During the consultation at 2 years post-operative, it has been noted a screw migration in the operated elbow and confirmed on x-ray. According to the surgeon, this event has a causal relationship to the implant, and not related to the surgery. The outcome is still ongoing. A closer monitoring with a review in 6 months will be performed to determine the actions to be taken."